Event description:
It was reported that the right ventricular lead of an asymptomatic patient exhibited variable impedance. It was noted that the lead exhibited high impedance for a short time; the lead also exhibited elevated capture thresholds in the same time frame. High voltage lead impedance was stable. Isometrics did not reveal any noise. No intervention was performed. Patient was stable and will continue to be monitored normally.